Event description:
It was reported that the pt developed an infection at the implant site. The pt's device extruded and the device was explanted. The pt was treated with azithromycin, 0.1g. The pt is being monitored for device reimplant.